Event description:
Pt implanted lcp condylar plate and screw construct (B)(6) 2011 for a right distal femur fracture. Pt returned to operating room on (B)(6) 2012 for removal of hardware due to non-union. Pt also complained of pain. Surgeon removed all hardware and revised pt with new plate and screw construct. This is the 7th of 8 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.